Event description:
The complainant alleged that while retrieving the device for pt transport, the carrying handle snapped on the device causing the defibrillator to fall and strike the caregiver in the upper leg. Complainant indicated that the caregiver complained of pain and bruising but did not want to pursue medical intervention.

Manufacturer narrative:
Please refer to the attached user medwatch report that zoll medical has received. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.